Event description:
Consumer alleges first condom broke on insertion and he noticed a hole in second condom after completion. Consumer is concerned about the possibility of contacting herpes and a potential pregnancy after having intercourse with a female partner that may have had an active herpes lesion. He stated that he had not sought a medical opinion.